Event description:
It was reported that in clinic, the atrial lead exhibited noise due to oversensing. The patient was asymptomatic. The noise was reproducible with arm movements. The lead was explanted and replaced. The patient remained stable post procedure.

Manufacturer narrative:
(B)(4). Analysis description: final analysis found insulation abrasion exposing the outer coil at 13.2cm-13.5cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaint of noise.